Manufacturer narrative:
The facility involved will not release the product to the manufacturer for investigation.

Event description:
It was reported to the manufacturer by the end user, per the end user, "patient sustained c-1 and c-2 vertebrae injuries after being found on floor. Code blue was called and patient was transferred to ICU d unit on the involved equipment. The patient was put back on to the involved equipment after their fall. The patient remained on the bed for approximately two days before being removed sunday night (B)(6) 2018." Complaint# (B)(4) was entered into our system.